Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's system pcb assembly as a precaution. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. During further evaluation of the removed system pcb assembly, physio was also unable to duplicate the issue. No root cause could be determined.

Event description:
The customer contacted physio-control to report that their device will not boot up, and the screen just flashes. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.